Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. On (B)(6) 2016, right ventricular (rv) lead pacing bipolar impedance measured 76 ohms and unipolar impedance measured 171 ohms and a polarity switch occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to have pulled back on x-ray and was exhibiting post-operative low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.